Event description:
It was reported by the caller that an occlusion tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer changed the infusion set and cartridge, and resumed insulin therapy.